Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08-aug-2019 the following findings: during investigation, the battery compartment is cracked. The battery cap was not returned with the pump for investigation. A test cap was used for investigation. Test battery cap attached securely to pump. The pump failed to power on. There was moisture visible in display. Pump leaks at battery compartment. Pump opened; moisture damage found on pcb. No power to pump due to moisture damage. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Report late due to transition from vmsr program.

Event description:
On 20-jul-2019, the reporter contacted animas alleging that there was a power issue with damage and moisture. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.